Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. Blood glucose level was 139mg/dl. A system check was performed and the pump performed as intended. The customer declined to continue performing the system check as the customer believed the occlusion alarm may have been caused due to a kinked infusion set tubing. The customer successfully resumed insulin deliveries after the occlusion alarm occurred.